Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The device was not returned. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post rosc they were trying to initiate cooling of patient, but the arctic sun device keeps alerting low flow & fluid delivery line open. Already swapped out to a new set of pads. Water flow rate was 0 l/m. 4 pads connected. Hypothermia targeted temperature (tt) was 36c, patient temperature (pt) was 34c. Walked through stop therapy, empty pads and disconnect. Device alerted empty pads not complete times two. Placed device in manual control at 36c. System diagnostics: outlet monitor temperature (t1) was 17.9c, outlet control temperature (t2) was 17.4c, inlet temperature (t3) was 15.9c, chiller temperature (t4) was 17c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was negative 8.2psi, circulation pump command (cpc) was 4%, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours 1198.8, pump hours 1052. Walked through disabling manual control. Advised to swap out to alternate device and send this one to biomed labeled alert 01 & 02. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post rosc they were trying to initiate cooling of patient, but the arctic sun device keeps alerting low flow & fluid delivery line open. Already swapped out to a new set of pads. Water flow rate was 0 l/m. 4 pads connected. Hypothermia targeted temperature (tt) was 36c, patient temperature (pt) was 34c. Walked through stop therapy, empty pads and disconnect. Device alerted empty pads not complete times two. Placed device in manual control at 36c. System diagnostics: outlet monitor temperature (t1) was 17.9c, outlet control temperature (t2) was 17.4c, inlet temperature (t3) was 15.9c, chiller temperature (t4) was 17c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -8.2psi, circulation pump command (cpc) was 4%, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours 1198.8, pump hours 1052. Walked through disabling manual control. Advised to swap out to alternate device and send this one to biomed labeled alert 01 & 02. Sn (B)(6).